Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported there were lines on the monitor, and they had to use another system to finish the exam. There is no report of injury or death associated with this event.